Event description:
It was reported that nine months following filter implant, a follow up abdominal CT showed ivc filter incorporation in a large clot which extended cranially to the tip of the filter and the level of right renal vein. Allegedly, the filter had moved caudally 3cm, one leg perforated the cava wall into the duodenum and another into the retroperitoneal space. Reportedly, one month later, the pt presented with acute abdominal pain, shortness of breath and tachycardia. Reportedly, CT demonstrated significant caudal propagation of the caval thrombosis into the common iliac veins and there was evidence of a new pulmonary embolism. The pt had melena, most probably secondary to the ulcerative colitis, but penetration of the leg of the filter in the duodenum could not be exclude as the cause of the melana. As reported, given the significant clot burden below the existing filter, a supra renal filter was placed for pe protection. Attempts to remove the first filter using the recovery cone were unsuccessful due to incorporation of the filter in the thrombus and due to abdominal pain experienced during movement of the filter during retrieval. The following day, the filter was successfully removed from the caval thrombus and retrieved without immediate complications. Pt experienced temporary abdominal pain for a few hours after filter removal. Abdominal radiography was normal and the pt recovered without treatment.

Manufacturer narrative:
The device history records could not be reviewed as the product catalog number and lot number are unk. The investigation is currently underway.